Event description:
It was reported that the symptomatic patient experiencing fatigue presented in clinic for follow up. The pulse generator was in back up vvi mode. Upon interrogation, no known sources of electromagnetic interference were identified. Device download was performed successfully.

Event description:
New information noted that the patient condition was fine post device reprogramming.